Event description:
Relate to manufacturer report # 2183959-2014-00178. It was reported the patient had a miniarc precise implanted on (B)(6) 2011. Following repeat urodynamic testing, the physician confirmed urge incontinence, recurrent mild stress urinary incontinence, and severe de novo detrusor overactivity (doa) on (B)(6) 2013. Cystoscopy showed mesh erosion on the right side of the urethra. It appeared that the patient underwent revision surgery on (B)(6) 2014. No further patient complications were reported in relation to this event.